Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead was discovered to be dislodged. During procedure, the physician made an attempt to reposition the chronic ra lead but the stylet was failing to advance in the lead. The ra lead was explanted and replaced with a new ra lead. The patient remained in stable condition.